Manufacturer narrative:
(B)(4). Batch # unknown. Maude report # mw5078245. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the device did not function correctly. The clips are not fully discharging from the applier, preventing the clip body from closing. Only the tips of the clip are actually meeting. It is unknown how the procedure was completed. There were no patient consequences reported.